Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had scrolling numbers and an unresponsive keypad during a bolus attempt. The customer stated that she thought she had input the number for her reservoir, but the numbers kept going up and would not stop. She stated the buttons did not work to stop the issue, so she replaced the battery. The customer's most recent blood glucose was 211 mg/dl about 20 minutes prior to the call. She noted that the insulin pump may have been exposed to moisture, as the weather was warm and she stated that she may have been sweating. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to keypad traces. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners, cracked case at reservoir tube window corners and cracked battery tube threads.